Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 4 reports linked to mfg report numbers: 3014334038-2022-00001, 3014334038-2022-00002, and 3013886523-2022-00005. A facility reported a microsensor was implanted on (B)(6) 2021, with a reading of 10mmhg in a female patient who is in the tnicu (trauma neuro intensive care unit). Three days after implantation, the patient required abdominal and leg surgery. During the initial time in the or, the alarm went off with message ¿cable or sensor failure¿. There was not any surgery near or around the head. They had worked on the abdomen when this happened. They tried new cables and a new cerelink sensor. One of the cerelink was plugged in and one was running on battery. Both said the same message; therefore, the sensor was replaced on (B)(6) 2021. The new icp readings were normal between 4-10 mm hg. After that, the reading was negative (-5); the monitor was calibrated to the philips and they both read -5 with a good waveform. A CT scan showed good placement of the sensor. They turned off the cerelink for 20 minutes and disconnected the sensor. They changed the cable, turned the cerelink back on, connected the sensor and the readings are now back to normal with a good waveform.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID unknown) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.